Event description:
Caller reported tandem mobi cartridge alarm. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Caller was guided by technical support to remove and replace the cartridge, successfully resumed insulin therapy, and resolved the issue.